Manufacturer narrative:
Failure analysis for fiber 0010-2400-520b-1953: the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; this failure mode is indicative of a fracture beneath the metal cap; the fiber proximal to fracture can rotate independently of metal cap; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char on metal surface; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 11,000 joules,3 minutes of use during a prostate procedure, the "fiber broke". The fiber was replaced and the procedure completed using a second fiber. There was no patient injury reported.